Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. The impedance measurements were noticed during a remote monitoring and a yellow alert was sent. It was noted that there was a lead conductor fracture. Further follow up was going to be performed. This ra lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that the lead fracture was suspected based on the impedance value of the lead via remote monitoring. Then, x-ray imaging was performed during check on however it was unable to confirm fracture. The plan is to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. The impedance measurements were noticed during a remote monitoring and a yellow alert was sent. It was noted that there was a lead conductor fracture. Further follow up was going to be performed. This ra lead currently remains in service. No adverse patient effects were reported.